Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post-op check for a left ventricular assist device implant procedure. Upon review, it was discovered that the right ventricular lead was no longer capturing. The lead was capped and replaced on (B)(6) 2018. The patient was stable.